Event description:
Reporter alleged discrepant results between the blood glucose monitoring device and a valid lab comparative. Reporter stated the device reading was 122 mg/dl and the lab was 92 mg/dl performed in a fasting state at the same time. Reporter indicated no illness or injury occurred nor was there any treatment as a result of the alleged incident. Reporter stated no controls were were used. A request was made for the return of the suspect device and replacement product was sent.